Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n355697, implanted: (B)(6) 2012, product type accessory; product ID 3 7746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced stimulation in the wrong location. It was stated that there was a lead revision surgery done on (B)(6) 2013. Reportedly, during surgery the healthcare provider (hcp) noticed that the permanent sutures around the anchor had disintegrated. It was noted that the hcp repositioned the lead and re-sutured the anchor. It was stated that the patient was getting "great" coverage at the time of report. If additional information is received, a supplemental report will be filed.